Manufacturer narrative:
D3: manufacturing plant address 1; carretera miguel aleman km 21.7. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had no audible alarms during the over-temperature test. The event occurred during routine preventative maintenance.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the printed circuit board (pcb). As a result, the pcb was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.